Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had connected one patient extension line to the patient line of the hc set after the prime cycle had already been completed. Tsc assisted hp in ending their apd therapy early, hp completed therapy manually. Per hp, no patient injury or medical intervention was associated with this incident.